Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci s underwent a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy, lysis of adhesions and cystoscopy for abnormal uterine bleeding and pelvic pain on (B)(6) 2013. Isi was provided with the operative report. There was no indication of a malfunction of the da vinci surgical system, instruments or accessories during the surgery. Multiple severe adhesions were encountered during the procedure, the uterus was stuck to the anterior abdominal wall. Ovarian cysts were present. A cystoscopy was performed post-procedure to ensure that no damage was done to the bladder or ureters. The patient was discharged to her residence the following day, (B)(6)2013 in stable condition. During a post-operative visit on (B)(6) 2013 the patient complained of post-operative pelvic pain. She was admitted to the hospital, where a CT scan revealed a mixed-density mass above the patient's bladder and potential ureteral dilation, but the images were of poor quality. Blood test showed creatinine is 0.71, sodium 139, potassium 3.5, calcium 9.4. Liver function was normal. Hemoglobin was 12. Her white count was 9700. Physical exam findings were normal. A subsequent CT scan that day looked normal. The patient was placed on flagyl and cipro, which seemed to resolve her pain and improve her condition. She was discharged home on (B)(6) 2013 in stable condition.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. The operative reports do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci s surgical procedure.